Event description:
An endurant iis stent graft system was implanted during an unknown endovascular repair. Cv-sr received notification via technical services that the patient's husband called and reported the patient had expired during the index procedure. It was confirmed that the patient's was rushed to surgery due to ruptured aaa. The endurant stent graft system was implanted. It was reported that the patient was alive and there was no endoleak present per the post implant angiogram. After the procedure, it was further noted that the physicians performed decompressive laparotomy. They observed blood leaking but could not determine the origin of the bleeding. The patient expired few hours after the endurant stent graft system was implanted. Per the physician, the cause of death was due to the aneurysm rupture and blood loss. No additional clinical sequelae was provided and the patient has expired.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c156e, serial/lot #: (B)(4), ubd: 20-jan-2024, UDI#: (B)(4); product ID: etlw1610c93e, serial/lot #: (B)(4), ubd: 14-feb-2024, UDI#: (B)(4); product ID: etlw1616c156e, serial/lot #: (B)(4), ubd: 18-jan-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported aneurysm sac rupture and blood loss event post-implant could not be assessed on the pre-implant films provided; ; therefore the cause of the event could not be determined. Lack of complete post-implant CT¿s did not allow for a thorough assessment of the stent graft in vivo configuration. It is possible that the presence of large amount of thrombus in the aneurysm sac may have been a contributory factor to the reported aneurysm rupture and blood loss, noted as the cause of the patient's death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.